Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint concerns a pt of unk age and gender. The pt was taking an unspecified medication for the treatment of an unk indication since an unk time. In 2006, the pt complaint about three devices with two broken engagement tabs. The operator of the device was the pt. It is unk if the operator of the device was trained. The pt has used this device model for an unk time period. The return of the device is anticipated. It is unk, if the humapen ergo teal-clear cartridge holder is continuing. Attempted to obtain lot/control number: waiting for response. Update 10-jul-2006 after request from global device team on 10-jul-2006: added two more humapen ergo teal-clear cartridge holder with a cirm, update 18-jul-2006: link established for the other two devices between lss and gpcms and narrative adjusted.

Manufacturer narrative:
Reportable malfunction/near incident indentified. Investigation in progress. This report is associated with 1819470-2006-00016 and 1819470-2006-00017.